Event description:
During a total knee replacement surgery, an initial dose of cement smartset ghv was used, which we used to cement the tibia, femur and patella. The first dose took 17 minutes to fully polymerize. The femur and patella were cemented properly but movements persisted in the tibia, and it had to be removed. A thorough cleaning of the tibial bone area was conducted, remaining cement was removed, a clean cut was performed as well as reaming to add an intramedullar pin and then the implant was re-cemented. The same cement type was used, same batch number, and this time it took 20 minutes to polymerize completely. 17 minutes before the exothermic reaction is felt on the sample kept on the table.

Manufacturer narrative:
Additional narrative: the device associated with this report was not returned. The retained samples from this batch was tested for dough time, setting time and handling characteristics. All results meet with final product specifications. Review of the device history records found one unrelated non-conformance on this batch; micro and sterility tests passed. A root cause cannot be determined as the original product has not been returned and the complaint problem has not been possible to replicate. However, one of the following could of potentially aided the unusual behaviour mentioned: conditioning and storage of the samples; temperature of the operating room ; mixing technique; cement to liquid ratio. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: no 510k# submitted as depuy orthopaedics sells a similar product (or the same product with a different product code) in the us. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.